Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was unable to capture and had sensing issue. This lead was surgically abandoned and was replaced with no issue. Additional information indicated that based on fluoroscopy this lead was not on the ventricle but it was proximal to the valve. No additional adverse patient effects were reported.